Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient had developed a rash under the lifevest. The patient also reported that the lifevest was causing his back to hurt. The patient's physician gave him some cortisone cream for the rash. The outcomes of the irritation and the back pain are not known.